Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's act button was harder to pressed. Customer stated the insulin pump had scratches on screen, battery rejected and no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir p-cap was able to lock in place. Device received with no button response on act, and down arrow button due to flattened (no creased) dome switch. Connector was inspected and locked on lcd board noted. Unable to verify failed battery test or no delivery alarm due to key pads no responsive. (B)(4).